Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/27/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/10/2014 with the following findings:the keypad was found to be torn. Evaluation revealed that the up and down keypad buttons were unresponsive. There was evidence of keypad contamination found under the up and down key contacts.